Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic coelioscopy, the obturator/trocar was broken while being applied and was blocked in the cannula that was not possible to withdraw. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic coelioscopy, the obturator/trocar was broken while being applied. As stated, the obturator was blocked in the cannula and it was not possible to withdraw it so they have to add a fourth trocar in order to complete the case.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The cannula received was in good condition, nevertheless the obturator received shows damaged in one of the interlocking snaps. Pmv performed functional testing; the device passed an air leak test. An obturator taken from the production line, was inserted into the cannula received and it didn't present any difficulties when it was being removed. In other hand, the obturator received was inserted in a cannula taken from the production line and it presented difficulties to be removed. As another attempt of replication, the locking taps of the obturator were opened by inserting the obturator without aligning the tabs (interlocking snaps) with the cannula, for this, manual force was used. Then the obturator was correctly inserted, when removing, the obturator was stuck in the cannula and it was difficult to separate them, as result of the replication, the same damage in the sample received were at the samples used for replication matters. This means, that the condition was generated after the component was assembled. Furthermore, the sample received presented marks of rough handling. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bad insertion of the obturator locking tabs into the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.